Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient reported they lost a ton of weight and now their implant was sticking way out and patient was screaming bloody murder due to the implant being painful, pulling, pinching, and burning them all at the same time. The issue began roughly a couple months ago. Patient mentioned the issue felt like the worst rope burn and it took their skin off. Patient had a big bruise onto the front of their leg and it followed or led right to the implant. Patient mentioned only the side where the implant was located was burning off their hip and leg so bad that they would scream.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.